Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Customer stated that the pump basal rate was set too high and needed to be adjusted. Customer spoke to their health care professional and the reported issue has been resolved. Customer brought bg levels back to target range with soda.